Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any related trends for the product for the issue. Device history record review on lot 76375un23 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for lot 76375un23 are within the established limits. Therefore, no unusual reagent lot performance was identified for lot 76375un23. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I for lot number 76375un23 was identified.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for one patient. The following data was provided: (B)(6) 2023 sid:(B)(6) initial result = 140 ng/l the result was reported out of the laboratory and the patient was sent to the ER. A new sample was collected in the ER: (B)(6) 2023 sid (B)(6) initial result was <10 ng/l (B)(6) 2023 sid (B)(6) initial result was <10 ng/l the original sample was repeated and generated a result of <10 ng/l no impact to patient management was reported.